Event description:
It was reported that the right ventricular lead was "oversensing t-waves". The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood/body fluid was noted on the distal conductor (not obstructed). Proximal segment returned and analyzed.